Manufacturer narrative:
Additional information provided in d.9. And h.10. Corrected information provided in h.3. And h.6. Three opened trocar cannula/hub assemblies and 3 handle/blade assemblies with tip protectors in a small parts tray (smpt) in a tray with other items were received for the report. Samples #1 and #2 were visually inspected and were found to be conforming. The samples were then functionally leak tested and were found to be conforming. The returned sample #3 was visually inspected and was found to be non-conforming with a damaged septum with a hole observed. Leak testing could not be performed due to the damage of the sample. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause for sample#3 is unknown; the damaged condition of the valve could have contributed to the reported event; how and when the valve became damaged cannot be determined from the evaluation performed. Possible contributing factor to the damaged septum is handling of components while moving in /out of the trocar cannula during use. The returned samples #1 and #2 were found to be visually and functionally conforming, therefore a leaking trocar as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The exact root cause for sample #3 is unknown therefore specific action for this complaint cannot be taken. No action was taken for samples #1 and #2 as the trocars were manufactured to specifications. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained, therefore, specific action with regards to this complaint cannot be taken. An acceptance quality inspection is performed to ensure product meets release acceptance criteria. This inspection includes evaluation for damaged valves. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that trocar was leaking, from initial insertion into the eye during the vitrectomy surgery. Trocar continued to leak slightly throughout the surgery when no instrument was in. The surgery was completed the same day. There was patient contact with no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).